Event description:
Pump #2 reported to be set to infuse total parenteral nutrition solution. After shift totals, the pump reported to have infused 707 mls, but the bag appeared to have very little gone. No total parenteral nutrition was dripping in the drip chamber. The tubing was found collapsed in the pump head. The same tubing was used on another pump and infused properly. No pt injury resulted.